Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was not keeping battery life. No additional information was available. Animas customer support made several attempts to contact the reporter to follow up, but was unsuccessful in reaching the reporter. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The serial number for the pump was originally reported as (B)(4). The correct serial number is 'ni' since the serial number of the pump was unknown at the time of the report.